Event description:
Failed lumbar dorsal columar stimulating system with revision of existing lumbar dorsal columar stimulating system with revision of the pulse generator and connecting wires. (Replacement of connecting cables).